Event description:
(B)(4) knee is associated with this case. It was reported via legal documentation that: the patient has retained an attorney who contacted exactech to toll the statute of limitations and preserve the patient¿s ability to file a lawsuit in the future. Because the patient has retained an attorney to preserve the right to file a legal action seeking redress for alleged past serious injury or future serious injury allegedly stemming from the use of an exactech device, the patient appears to allege that there is a purported deficiency in the device and/or that the patient has incurred serious injury as a result of the device. Implants from initial surgery could not be determined from the provided information. No ebi data, no pra report, no serial tracing history.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall [enter recall #]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.